Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional procedure for this patient reported on medwatch number 1825034-2016-01764.

Event description:
Patient underwent a right hip revision procedure approximately one day post-implantation due to an undersized stem. The size 14 stem was removed and replaced with a size 18 stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent an initial right total hip arthroplasty on (B)(6) 2015. During the procedure, the template software created a template for a size 12 stem and a size 14 stem was implanted. Subsequently, patient was revised on (B)(6) 2015 due to an undersized stem. During the procedure the size 14 stem was removed and replaced with a size 18 stem. No further information has been provided.